Manufacturer narrative:
The device referenced in this report was returned to shockwave medical for investigation. It was visually observed that the device was returned in two pieces, but no components were found missing. The reported failure was confirmed. Based on the description of the event, as the m5+ ivl device was being removed through the 6f sheath, the balloon got stuck and caused the outer shaft and the inner member to separate. The cause of the device being stuck within the sheath could not be definitively determined. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a shockwave m5+ peripheral intravascular lithotripsy (IV) catheter was used to treat a lesion located in the femoral artery. After the balloon successfully delivered 270 pulses, the physician attempted to pull out the catheter. During the removal of the catheter through the 6f sheath, it got stuck and the balloon detached while it was inside the sheath. It was reported that no excessive force was used during the removal of the catheter. When the sheath was finally removed from the patient, the balloon was inside and was successfully retrieved.